Manufacturer narrative:
It was reported that during testing at the manufacturer facility, the drill was emitting smoke from the base, as well as overheating. During the device evaluation, corrosion was found in the motor assembly, and the driveshaft and rotor bearings were found not turning smoothly, which can be probable causes of the device overheating and smoking.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.